Event description:
It was reported that a 1.2 micron extension set did not flow at the filter and was causing an occlusion alarm on an IV pump that was being used with the set. The reporter stated that this happened toward the end of a 24 hour infusion and they had to replace the filter to continue the therapy. This occurred during patient infusion of clinoleic. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. One used sample was received for evaluation. The reported condition was not confirmed. Upon completion of baxter's investigation, a supplemental report will be submitted.